Manufacturer narrative:
The pump had intermittent up arrow button response due to moisture damage on the keypad traces. No unexpected beeping or alarms occurred during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, and scratched a reservoir tube window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive keypad and continuous beeping. The blood glucose reading was 4.8 mmol/l. The caller stated that a battery change and cleaning of the battery cap did not resolve the issue. This was the second device with the same complaint. Advised return of the insulin pump for analysis. Nothing further reported.